Event description:
The facility's risk management department reported a failure on a triple channel pump during patient use. The pump was reported to be infusing levophed, diprovan, and dopamine when the failure occurred. According to the risk manager, no patient injury or medical intervention has been reported.